Event description:
It was observed that during the device evaluation, the sonic beat exhibited that the probe broke off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include 1) during the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, scratches were generated. 3) a force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area causing an error. 4) a force was applied to the probe causing it to break off. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.